Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU and might have contributed to the reported event due to: focal stenosis of the abdominal aorta (7 x 8 mm). There were cautionary product use conditions that might have been a contributing factor such as: concentric calcifications throughout the aortic neck along with a dissection; severe calcifications within the bifurcation, blood lumen and iliac arteries. There was substantiated evidence of: poor stent apposition and a resultant endoleak type ia; possible endoleak type iiib due to a focal, calcified stenosis at the mouth of the aneurysm; a 6 cm left iliac flap dissection; partial stent in-folding and collapse of both, the bifurcated device and aortic extension. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type ia endoleak appears to be the result of patient anatomy due to the concentric calcifications throughout the aortic neck along with a dissection and severe calcifications within the bifurcation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 2.5 months post implant of a bifurcated device, a proximal endoleak was detected. The physician elected to bring the patient back and added an infrarenal aortic extension, which resolved the endoleak. The patient tolerated the procedure well.